Event description:
It was reported that a mis-spike occurred when a y-set was connected to a uv-flash solution transfer set using a clean flash. This occurred during use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.